Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reat2665 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Facility reported that a vascular access nurse inserted a PICC on (B)(6) 2016. The stylet was removed as normal once the PICC passed into the svc according to the sherlock ultrasound guidance. The IV access nurse noticed the tip of the stylet was partially severed, but was still intact. The nurse pulled the tip of the stylet and a piece approximately 3 cm in length detached from the rest of the stylet. No patient injury was reported.